Manufacturer narrative:
(B)(4).

Event description:
The pt experienced intermittent stimulation and a shocking/jolting sensation which started about two weeks ago. There was no known accident or incident. Prior to this, the pt had to move his head a certain way to receive stimulation for his right elbow. It was noted that his recharging schedule has not changed. The battery was at 75%, voltage was at 0.8v and was using program one. Additional info has been requested.